Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated to >300mg/dl, and mild ketones on the 3rd day after changing out supplies. Elevated bgs were treated by administering manual injections, and the issue resolved.